Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced ventricular fibrillation with general malaise and renal function decline. The patient has a third-degree atrioventricular block. The arrhythmia was not device related and resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sustained ventricular arrhythmia which required direct-current cardioversion or defibrillation. The patient was readmitted on (B)(6) 2023 for arrhythmia and discharged on (B)(6) 2023.